Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended performing the extended self-testing and then running ventilator on a test lung. If the reported diagnostic message were to recur the customer was recommended to replace the gui central processing unit (cpu) printed circuit board (pcb). Covidien was not authorized to repair the device.

Event description:
It was reported that, an 840 ventilator had a graphic user interface (gui) diagnostic message recorded in the ventilators memory logs. The ventilator was not in use on a patient at the time the event occurred.